Manufacturer narrative:
The reported event for a helix mechanism issue was confirmed. A complete lead was returned in one piece. Visual inspection and x-ray examination of the lead found the helix to be bent, consistent with procedure damage. X-ray examination was normal with no anomalies found. The cause of the reported event was due to a bent helix at the helix region, consistent with procedure damage.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricle (rv) lead helix was failing to extend. The right ventricle lead was not used. The physician continued with second right ventricle lead and completed the procedure. There were no patient consequences reported.